Event description:
Customer reported that creatinine test reported from I-stat system was 162mmol/l (1.83mg/dl). At same time blood collected in lithium heparin tube and sent to pathology lab and run on a different laboratory method yielded result of 83mmol/l (0.94mg/dl).